Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received.

Event description:
It was reported that a patient experienced a st segment elevation. A faradrive was selected for use. During procedure, st elevation has occurred when farawave was inserted into the faradrive. During replacement from the sl sheath to the faradrive, the faradrive comes out in the right atrium, so it was replaced with faradrive after sl was reinserted again. Air ingress or coronary artery spasm was suspected, and the st part returned to normal when nitroglycerin was administered. It was unclear whether air contamination has occurred. No air was visible under fluoroscopy. The procedure was completed.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
It was reported that a patient experienced a st segment elevation. A faradrive was selected for use. During procedure, st elevation has occurred when farawave was inserted into the faradrive. During replacement from the sl sheath to the faradrive, the faradrive comes out in the right atrium, so it was replaced with faradrive after sl was reinserted again. Air ingress or coronary artery spasm was suspected, and the st part returned to normal when nitroglycerin was administered. It was unclear whether air contamination has occurred. No air was visible under fluoroscopy. The procedure was completed.